Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set leaked from the connection where the twist clamp connects to the tubing; further described as ¿separated at silicone tubing to the actual blue white twist lock portion of the transfer set¿. This occurred during use for peritoneal dialysis (pd) therapy. It was further reported that the ¿twist clamp fall off when it was being removed from the patient¿.the patient was given prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received, however the reported condition is already known, therefore an evaluation was not completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.